Manufacturer narrative:
The quality investigation is complete. Device not available for evaluation.

Event description:
It was reported via a medwatch report (ref (B)(4)), that the bur broke during a surgical procedure. No adverse consequences were reported.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not returned for evaluation.

Event description:
It was reported via a medwatch report (ref (B)(4)), that the bur broke during a surgical procedure. No adverse consequences were reported.